Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and a no-delivery/occlusion alarm. The customer reported a blood glucose value of 23 mmol/l. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1885l. Troubleshooting was performed for the insulin flow block event. It was reported that the customer ran half a marathon last weekend and had issues with keeping the blood glucose high enough. The night before the call, the customer felt noisiest due to the high blood glucose. The pump was constantly alarming for occlusions during basal rate. The customer changed the infusion set multiple times already and there was nothing wrong. The customer reported recurring insulin flow blocked alarms after troubleshooting. No further patient complications were reported. A product return for mmt-1885l was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. Pump was cut to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2024 02:28:29.000 bolus in pump downloaded history during bolus. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case and label damage (stained serial number label). No delivery/occlusion alarm. Unexpected insulin flow blocked alarm was not confirmed. Unable to verify customer's high bgs. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.